Event description:
Oxygen concentrator taken out of storage and a tech plugged the device into an outlet, the device started to smoke. The device was unplugged and the tech sprayed the device with a fire extinguisher. No injury or property damage. Device was not being used by a pt.